Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
The pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found the factory seal missing. The battery charge level was identified at 97 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of the j9 connector was glued per procedure. The j9 connector was disconnected, and the glue bead removed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and functioned properly. The cause of the reported problem was undetermined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).